Event description:
It was reported to boston scientific corporation in 2007 that an endovive safety peg kit push method device was used during a percutaneous endoscopic gastrostomy (peg) tube placement performed the same day (male patient; age and weight are unknown). According to the complainant, during the procedure, the pull through tube stretched out abnormally. The peg was able to be placed by making a larger incision in the patient. The procedure was completed with this device. No patient complications were reported as a result of this event. The patient's condition was reported as "stable" following the procedure.

Manufacturer narrative:
A visual evaluation found that the proximal end of the dilating tip was stretched, shrunken, and torn. The most probable cause appears to be that during handling, the dilating tip material was deformed by an unknown use.